Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red, raised, burning, itching, stinging, and bleeding with broken skin localized around the borders of the plastic frame. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown as follow up attempts were unsuccessful.